Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance.  It was noted that the pacing impedance was a chronically low trend.  The rv lead remains in use.  No patient complications have been reported as a result of this event.